Event description:
It was reported that the patient experienced low cylinder strength with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which additional saline was added to the reservoir. There were no components explanted during the surgery. There were no patient complications.